Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was told that this right ventricular (rv) lead had loosened as it was not correctly placed. The patient also mentioned was not getting a full voltage when first put in. Boston scientific technical services (ts) discussed and stated that ventricular lead likely have exhibited a high threshold. Moreover, the patient was informed that the affected lead will be replaced when a new device is placed. There was an attempt to obtain additional pertinent information but was unsuccessful. This rv lead remains in service. No adverse patient effects were reported.